Event description:
The technician alleged the side rail had been damaged and could not be latched. No patient impact.

Manufacturer narrative:
The technician had no knowledge of how the side rail had gotten damaged but found the side rail center arm assembly was broken. The technician replaced the side rail center arm assembly to resolve the issue.